Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing failed. An occlusion alert occurred. Another tubing was used and the device worked. There was patient involvement, no injury was reported.

Manufacturer narrative:
No product was returned; however, a photo of the device was provided for analysis but the image did not clearly show the reported condition. Functional and visual tests were performed, but the reported issue could not be duplicated. The cause of the issue couldn't be confirmed. A review of the device history record (DHR) showed that all inspections were completed, with no issues noted during manufacturing.